Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port appeared to be loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.